Event description:
During an atrial fibrillation procedure, air was aspirated. After septal puncture, the sheath was inserted into the left atrium. When the advisor hd grid catheter was inserted into the sheath and air was removed from the side port, the air was aspirated. Air was removed multiple times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals.